Event description:
Boston scientific crm received info that this right atrial lead was abandoned surgically due to high threshold measurements. Boston scientific did not make the event date available.